Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump emitted a call service alarm (064). There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved after troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: a review of the pump¿s alarm history showed one call service cs064 alarm. During testing, the pump successfully completed multiple rewind, load cartridge, and prime sequences and the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and there was no evidence of moisture or damage observed inside the pump. The call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. (B)(4).